Event description:
The customer stated that a patient received unnecessary medication after generating a falsely elevated architect stat troponin-I result on the architect i2000sr analyzer. The customer indicated that the patient was administered aspirin and plavix and admitted to the hospital. The customer provided the following data: (B)(6) 2014: (B)(6) initial 0.834 ug/l, retest on (B)(6) 2014: <0.01 ug/l. (B)(6) 2014: (B)(6), retest 0.01 ug/l, retested on another analyzer 0.01 ug/l. The sample integrity was visually checked and no clots were observed. There has been no report of adverse impact to the patient after having been administered the medications.

Manufacturer narrative:
(B)(4). An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a search for similar complaints and a labeling review. The abbott field service engineer evaluated the analyzer; the stat sample probe was replaced as a precaution and a cracked threaded screw connected to the pre-trigger pump was replaced, however no instrument issue was identified by the field service engineer. A log review indicated marginal specimen integrity which was considered the cause of the discrepant result. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.